Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an extension set disconnected from the IV site when "a piece that is typically molded onto the tubing became disconnected". The customer reported that the patient had blood dripping from the IV site. Approximately 10-20ml of blood was lost. The leak was noted upon insertion of the IV after the initial flush and administration of medications. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed which identified a separation between the two piece luer lock assembly and power injectable tubing. The reported condition was verified. The cause of the reported condition was unknown. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.